Manufacturer narrative:
The user interface front bezel assembly was returned to failure investigation for analysis. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring not functioning.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22dec2020.

Event description:
The biomed reported to philip's remote service engineer (rse) navigation (nav) ring is not working. The rse paged field service engineer (fse) to field for replacing the v60 front bezel. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
It was reported that the navigation ring did not work during set up of the device. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. Device troubleshooting was performed and confirmed the reported issue. The fse replaced the front bezel to resolve the reported issue of navigation ring failure.